Manufacturer narrative:
Device was used for treatment, not diagnosis. Complaint was initially received on jan 9, 2017. The two unknown screws were initially reported under one medwatch. Part number was received on feb 13, 2017. (B)(4). It is unknown if the device has been explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the patient that she is having an allergic reaction to implants that are in her foot despite the surgeon denying that her reaction is allergic in nature. The patient denies any device malfunction. The patient has had seven surgeries on her foot starting in (B)(6) 2010 and the most recent being (B)(6) 2016. It is unknown what type of hardware or the manufacturer of the hardware prior to synthes implantation. The surgery leading up to the synthes implantation occurred on (B)(6) 2012 in which a unknown hardware removal was performed and one pin and one screw remained implanted. On (B)(6) 2014 a dorsiflexion osteotomy of the first metatarsal and weil osteotomy of the second metatarsal occurred and two 2.7mm cortex screw self-tapping 34mm were implanted in the first metatarsal. A snap-off competitors screw was implanted in the second metatarsal. It is unknown if the pin and screw from the prior surgery were explanted or remain implanted. Then on (B)(6) 2016 the competitors snap-off screw was explanted from the second metatarsal. The patient reported the foot being less swollen following the removal of this snap-off screw. The patient then had allergy testing performed in (B)(6) of 2016 which revealed that she has contact allergies to cobalt, nickel, palladium, gold, copper, gentamycin, and benzoyl peroxide. The patient has an appointment on (B)(6) 2017 with the surgeon to schedule the removal of all the hardware remaining in her foot. Concomitant medical products: snap-off screw manufactured by (B)(4) (2.0mm x 13mm) - part# - nso-2013, unknown, lot# - unknown, quantity# - 1; unknown pin - part# - unknown, lot# - unknown, quantity#1; and unknown screw - part# - unknown, lot# - unknown, quantity# 1. This is report number 2 of 2 for complaint (B)(4).